Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6)year old male had a rash. The patient's rash was located on his back under the therapy electrode pads. The rash was itchy. The patient temporarily removed the device to allow the rash to heal and applied a cream and powder to the rash. The patient's physician prescribed the patient a cream to use on the rash. Follow-up indicated that the rash was improving and that the patient was wearing the device again.